Event description:
The following has been reported: "patient had an adverse reaction 40 minutes after paclitaxel infusion on (B)(6) 2024 (B)(6), the infusion pump was programmed and the drug paclitaxel was infused from 10:44 to 10:52. There was an adverse reaction and the infusion was paused (at 10:52) the drug was then reinstalled from 13:25 to 16:25. Icesp pump code identification: 10274. Fresenius kabi pump code identification: (B)(6) model volumat mc agilia. We do not have complementary data regarding the adverse reaction. Additional data was requested to reporter." Reporting as a conservative measure as no malfunction of the fresenius kabi pump was communicated; although an adverse reaction was reported, no details were provided. More information is needed to complete the investigation.